Event description:
The hosp cardiac catheterization lab staff have complained that the electrode pouches are too difficult to open. In one case, a pair of scissors was necessary to open the foil pouch. It was the staff's opinion that this could cause problems with pt care during a code situation. There were no adverse affects to pts reported related to the complaint.